Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the monitor was unable to communicate with a battery. The cause for the battery communication failure was a defective computer/analog board. The root cause for the defective ca board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned and reported the patient was experiencing battery faults.